Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to reach the lesion with a taxus liberte-2.5x24mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the patient's body stent damage was noticed. The procedure was successfully completed with another liberte-2.5x24mm drug eluting stent. No patient complications or injuries were reported.